Event description:
Patient reported experiencing low blood glucose (32 mg/dl), in 2004. She self-treated by drinking sodas. She indicated that she believes her basal rates are incorrect, and that the device is delivering too much insulin during basal delivery.